Event description:
The manufacturer received information alleging an incourage device caused the patient's ribs to break. There was no report of medical intervention being required. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported information alleging an incourage device caused the patient's ribs to break. There was no report of medical intervention being required. The device was returned to the manufacturer's service center for evaluation. The manufacturer found no evidence of contamination and no damage. The device was turned on and has no functional failure or error codes. Label was correct and the hmr 02:00.